Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection showed one device was returned but not in any original packaging. The suture capture has been disconnected from the upper jaw. The suture capture was not returned. A piece of tape indicating a "loose piece" was noted but the part was not located. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the photos of the device were provided for review and confirm the reported, however, the images do not indicate a root cause for the reported breakage. Based on the information provided, the clinical root cause of the breakage could not be determined, and we are currently unable to rule out a procedural variance or device malfunction as a contributing factor to the reported event. The device IFU does note, ¿as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure.¿ the patient impact was determined to be the prolonged procedure and the additional portal made. The root cause was associated with a component failure. Factors that could have contributed to the reported event include excessive force, tissue thickness, or damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a labrum suture and fixation in a bankart surgery, a piece of the grasper of the first pass mini got loose at the end in the joint, when grabbing the labrum to pass the suture with the first pass mini. The labrum tissue and the access in the joint was normal. The surgeon manage to get the broken piece out of the joint, but had to make an extra portal to be able to grab the broken piece in the joint. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent sn back up device . No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.